Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. Initial reporter phone (B)(4).

Event description:
The event involved a transpac® IV monitoring kit, disposable transducer, 03 ml squeeze flush device, macrodrip where it was reported that leaking occured on a connector and was noticed five minuets post infusion. There was no other physical defect noted. The set was replaced, and therapy resumed. There was patient involvement, but no patient harm in the event.